Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure three in.pact admiral balloons were used to treat the left superficial femoral proximal, superficial femoral middle, superficial femoral distal, popliteal 1 segment. Approximately 20 months post procedure patient suffered third re-occlusion of the left superficial femoral artery. The re-occlusion was detected by duplex ultrasound and the in-patient admission and intervention were scheduled. However, the patient presented for the hospital with severe pain in the left foot already, and was admitted as a patient, the intervention took place. Re-intervention done with plain old balloon angioplasty, 2 ranger drug eluting balloons, atherectomy-system rotarex, in.pact pacific and 1 supera stent. Patient recovered.